Manufacturer narrative:
(B)(4). The lot 14g069 was manufactured on july 28, 2014 to july 29, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was noted after compounding with fluorouracil. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.